Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed and lost osseointegration. The implant failed 4 months after it was placed in tooth # 13. Upon removing the healing abutment, the implant came out too. Another implant with the bigger size was placed in the site. The patient has type 3 bone quality. There was no bone loss reported. The implant was not placed on previously grafted site. There was no infection. The patient has no health condition or pre-existing condition. There was no abnormality with the implant. There was no impact or consequence to patient.

Manufacturer narrative:
Additional information: section d3: address update to reflect new address. Section g1: address update to reflect new address. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Returned sample: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 10 mm (70-1154-0005) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors.